Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy. Additionally, it was reported that multiple pump resets occurred unexpectedly. Customer reloaded the same cartridge and insulin delivery was resumed. Customer's blood glucose was 200 mg/dl.